Manufacturer narrative:
The serial number of the c 701 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient urine sample tested with tina-quant albumin gen.2 on a cobas 8000 c 701 module. The sample initially resulted in a microalbumin value of 39.5 mg/l. The sample was repeated on (B)(6) 2026 using an "electroporese" method, resulting in a value of 2 mg/l. Repeat testing of the sample performed on another c 701 analyzer confirmed the 2 mg/l value. The sample was repeated on (B)(6) 2026, resulting in a microalbumin value of 2.7 mg/l.